Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got a bad sensor alert. Her blood glucose was 159mg/dl at the time of reporting. She was advised about proper sensor calibration protocol. No equipment was returned. No additional information was reported.